Event description:
Information received from the field notes that the patient presented for follow-up post cardiothoracic surgery. Prior to surgery, the unipolar ventricular lead impedance was 204 ohms. After the surgery, impedance was <200 ohms. Capture thresholds were good. Sensing could not be assessed as the patient did not have an underlying rhythm. The bipolar lead impedance was 368 ohms. The device was programmed to the bipolar configuration.